Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, instrument channel leakage and bending cover leakage were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that dirty water came out from the biopsy tube of the evis lucera gastrointestinal videoscope. The event occurred during reprocessing but the device did not leak. The same device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. Since leakage occurred from the channel, it was presumed that lubricant (molykote), used at assembling process, got out of the leaking point of the channel. Olympus will continue to monitor field performance for this device.